Event description:
Complainant alleged that while attempting to treat a patient the clinician was unable to remove the protective cover off of the set of electrode pads. Complainant indicated that the clinician obtained another set of electrode pads and continued treating the patient with this device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.